Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during thoracic surgery the stapler misfired and punctured the lung. Surgeon did immediate repair of puncture.

Manufacturer narrative:
(B)(4). A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.